Manufacturer narrative:
The investigation for the reported purge disc/flag issue has been completed. The product was returned, and the issue was confirmed. Data analysis: aic logs were not relevant to this failure mode. Device analysis: the console was inspected on an engineering lab bench. The purge disc retainer was confirmed to be broken (broken blue disc retainer). Per the results of the clinical review and investigation, the root cause occurred during normal use. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported for an automated impella controller (aic) that the purge disc holder was broken off the aic console. There was no report of patient harm or injury.